Event description:
Caller alleged discrepant results. Poor precision and high. Results as follows: 1st test: 4.9. 2nd test: 1.9 with same finger. 3rd test: 3.9 on different finger. Pt brought meter to doctor's office to do side by side comparison: inratio: 3.9. Doctor's poc (unk brand); 3.4. Reviewed technique. Pt added multiple drops of blood on 1st test.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with doctor's poc provided by end-user at time complaint was filed: date: ng. Inratio: 3.9, lab: 3.4, mean: 3.65, confidence-limits: 2.2 - 5.3, results: pass. Inratio precision data provided by end-user. Lot: 1st-inr=4.9, 2nd-inr=1.9, 3rd-inr=3.9. Inratio meter - mean: 3.57, sd: 1.53, %cv 42.83. User reported multiple drops of blood being added to the strip tests. Per technical bulletin 107, "double dropping (adding two drops to one strip) is a known cause for pre-analytical errors in fingerstick sample collection." Summary : end-user reported precision discrepant test results. %cv calculation revealed cv% above 20%. Troubleshoot revealed improper technique. Proper technique was trained. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.